Event description:
Per medtronic, this patient was upgraded to their biv ICD. During the upgrade, this ra lead was capped and replaced. Medtronic nor the patient's following physician was able to give the reason for the ra lead being replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.